Event description:
Complaint #(B)(4).

Manufacturer narrative:
Head error was reported. According to service order # 43412170 dated on 2020-07-31 following was found : right side head error. Found the belt had split down the middle and was jammed up in the pulley. Replaced the belt and tested per service manual. All test passed. Preventive maintenance, calibration check, full functional test and safety check as per the service manual. All tests passed. The reported failure "head error" was already investigated in a similar complaint #255942 lce report 04325 dated on 2020-05-28 with the following outcome. Visual inspection: both belts were completely torn and in addition, they have breaks in the profile wedge at several points. On new belts, the rib profile is on the outside and the wedge on the inside. Both investigated belts are twisted so that the wedge lies on the outside. This indicates that both belts have twisted around their longitudinal axis during operation. This leads to the wedge profile being overstretched and breaking, since it is not designed for this type of load. The following causes can be considered as the cause of the twisting: 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. Thus the reported failure could be confirmed. The reported failure happened during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
Customer stated the right side pump would display a head error in the middle of a case. Customer swapped pumps and continued with case. Complaint #(B)(4).